Event description:
Same case as: 60000089-2006-00517, -00530, -00531, -00529, -00532, -00533. Clinical study. It was reported that 24 days after a drug eluting stent implantation procedure, the patient died. When the patient was enrolled in the study, the initial examination identified four lesions. All lesions were treated during the implantation procedure with a total of seven taxus express2 drug eluting stents. The first lesion was in the mid rca and was treated with two stents; a 3.0x32mm and a 3.0x28mm. The second lesion was in the apical lad and was treated with a 2.5x24mm, taxus stent. The third lesion was in the prox lad, mid lad, and 1st diagonal. This was assessed as a bifurcation lesion, type d, and was treated via provisional t-stenting with three taxus stents; a 2.75x32mm stent in the main vessel, then a 3.0x28mm and a 3.0x8mm stent, both proximal to the main vessel stent. The forth lesion was in the obtuse marginal and the distal circumflex. This was also assessed as a birfucation lesion, type d, and was treated via provisional t-stenting with a 2.5x24mm taxus stent. All vessels were noted as having 30% or less residual stenosis. Two hours and twenty minutes post start of the procedure, the patient experienced a non q-wave mi. The event was resolved without residual effects the next day. 16 days after the index procedure, the patient had cardiac failure and on a later date the patient had acute respiratory failure and unstable angina pectoris. 24 days after the initial procedure, the patient died. It was reported that the patient died of cardiac arrest, "sudden death" at home. No additional information was provided regarding the patient's death, no autopsy was performed. The device relationship with the adverse event was considered possible.